Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was frozen on the lock screen. Customer¿s blood glucose (bg) level was 600 mg/dl. Bg was addressed with a manual injection. Customer reverted to manual injections for insulin therapy.